Event description:
The event is reported as: the customer alleges that the endotracheal tube kinked while in use. The customer reports that the kink occurred at the 20 cm marking on the tube. The tube was replaced with another endotracheal tube. No report of a pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review the product tfx isis subglottic sec. Ett, 7.0, lot # 01k1200231 was manufactured on 10/11/2012. The DHR investigation did not show issues related to complaint. A document assessment (fema) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.